Event description:
A device report from (B)(4) indicated a hospital in the (B)(6), reported: patient was treated with liss femur plate implanted in (B)(6) 2012. The plate was noted as broken on (B)(6) 2012. Patient was returned to the o.r, date unknown and was treated with orif with liss plate and bonegraft. By (B)(6) 2012, there was no convincing consolidation. Plate failure was noticed on (B)(6) 2013. This file is for the plate breakage noticed in (B)(6) 2012.

Manufacturer narrative:
Please reference MFR# 2520274-2013-00944 for the second event. Implant date: (B)(6) 2012. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.